Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported that there was disconnection. Event description: it was reported via medwatch: pt receiving IV brentuximab infusion. At completion of infusion, attempted to add the 20cc nss flush via the new optima phaseal safety system. Had difficult time attempting to connect the phaseal system to the connector. When attempting to do so, the tubing disconnected from the brentuximab bag and a scant amount (less than 3cc) of the brentuximab spilled out of the bag.

Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trend.